Event description:
The customer reported low bgs. Assisted the customer with treating low bgs. During the call the customer was hospitalized for low bgs. In addition, the customer had high and low bgs, and diabetic seizure. Troubleshooting was performed. Instructed the customer to disconnect from the pump and resume to manual injections.